Event description:
Aptus heli-fx endoanchors were used in a thoracic endovascular aortic aneurysm repair (tevar) procedure in conjunction with gore tag endografts due to a short proximal neck. A bypass procedure was performed at the beginning of the procedure to perfuse the left subclavian artery from the left common carotid artery, allowing coverage of the left subclavian by the endograft in an attempt to gain additional sealing area. Following the bypass, the tag endografts were deployed to exclude the aneurysm, covering approximately 15cm of the thoracic aorta beginning at the level of the left common carotid artery. Three endoanchors were placed unremarkably within the proximal sealing zone of the endograft. Angiography performed following the third anchor implantation demonstrated air within the aortic arch and endograft. After removal of the heli-fx applier, another catheter was advanced through the heli-fx guide and the air was able to be dissipated. There is a potential that the air embolus may have resulted from a vacuum inside the heli-fx guide during the retraction of the heli-fx applier following endoanchor delivery; it was not confirmed how quickly the applier was removed or whether the guide tip was in apposition to the inner surface of the endograft during applier withdrawal. It is believed that the guide and applier were flushed per the instructions for use prior to the procedure. There is also the potential that the air originated from a number of other devices that were in place at the time including angiography catheters from the contralateral groin access and from a left common carotid artery access. No immediate effects of the air embolus were noted and the procedure was completed with successful aneurysm exclusion. The entire procedure was completed under general anesthesia. Mean arterial pressures during the procedure are not known, and csf drainage was not employed during the procedure. Post-procedure, the pt complained that he was unable to move his extremities. MRI confirmed that the pt had suffered an infarct at the c3-c5 level.

Manufacturer narrative:
Based on the reported details of the procedure, it is plausible that the air embolus was related to the heli-fx guide; however, this cannot be confirmed as other intravascular devices were in place at the time of anchoring. Relationship of the resultant spinal infarct to the air embolus cannot be confirmed. The operating physicians attributed the spinal infarct to the carotid-subclavian bypass procedure.